Event description:
Boston scientific received information that this product was part of a system revision due to infection. On (B)(6) 2012, the patient had been scheduled a lead relocation intervention. This relocation had been scheduled because during a follow-up it was detected on the x-rays that the lv lead 4549-175919 had migrated. During the relocation procedure pocket infection was noticed. All the devices (pulse generator + all the leads) have been explanted. No replacement has been done. There were no additional adverse effects reported.

Manufacturer narrative:
The devices are not going to be returned to bsc as they have been retained at the hospital for analyzing the root cause of the infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.